Event description:
A venous air alarm occurred at the beginning of a routine hemodialysis treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for evaluation. The exact cause of the venous air alarm cannot be determined. However, air alarms at the beginning of treatment typically occur due to residual air in the cartridge that was not adequately removed by the operator during prime. The user's guide provides adequate instructions for the removal of air during prime and treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.